Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographic details have not been provided.

Event description:
It was reported that the tubing broke at the luer lock connection to the syringe and dripped on the pump and leaked during administration of tranexamic acid. No patient harm was reported.

Manufacturer narrative:
Update to b5.

Event description:
The tubing broke at the luer lock connection to the syringe and dripped on the pump and leaked as the user attempted to infuse tranexamic acid. No patient harm occurred, the leak delayed the patient's surgery while new tubing and medication were obtained. The leaking drug was wasted.

Event description:
The tubing broke at the luer lock connection to the syringe and dripped on the pump and leaked as the user attempted to infuse tranexamic acid. No patient harm occurred, the leak delayed the patient's surgery while new tubing and medication were obtained. The leaking drug was wasted.

Manufacturer narrative:
The customer¿s report that the tubing broke at the luer lock connection was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During visual inspection, it was noted that the 30ml bd syringe¿s male luer tip was broken off and lodged inside the extension set¿s female luer inlet port. Clear fluid was also observed in the tubing throughout the set. Closer inspection under a lab microscope observed signs of stress marks on the surfaces of the breakage. No tool marks or signs of over torque were observed. Functional testing could not be performed due to the breakage of the syringe¿s male luer tip lodged inside the extension set¿s female luer. The customer¿s experience was identified to be a break at the bd syringe¿s male luer tip. The root cause of the breakage was not identified.

Manufacturer narrative:
This medwatch report reflects the IV administration (extension) set. A medwatch report for the syringe with the broken tip was submitted by bd under manufacturer report number 2243072-2019-01025. The customer¿s report that the tubing broke at the luer lock connection was not confirmed; the investigation confirmed a break at the bd syringe¿s male luer tip. During visual inspection, it was noted that the 30ml bd syringe male luer tip was broken off and lodged inside the tubing's female luer inlet port. Closer inspection under a lab microscope observed signs of stress marks on the surfaces of the breakage. No tool marks or signs of over torque were observed. Functional testing could not be performed due to the breakage of the syringe¿s male luer tip lodged inside the extension set¿s female luer.

Event description:
The tubing broke at the luer lock connection to the syringe and dripped on the pump and leaked as the user attempted to infuse tranexamic acid. No patient harm occurred, the leak delayed the patient's surgery while new tubing and medication were obtained. The leaking drug was wasted.